Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, the guidewire was difficult to cross through the aortic valve and a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic (true) balloon due to calcification and standard for implanting physician. Following the pre-implant bav, the patient coded due to "wide open" aortic regurgitation; therefore, the transcatheter valve was implanted at a depth of approximately 6 mm on the left coronary cusp (lcc) and 6 mm on the non-coronary cusp (ncc). Following the implant of the valve, the patient had a mean gradient of 4-5 millimeters of mercury (mm hg) and cardiopulmonary resuscitation (CPR) was performed to get the patient's blood pressure up. Following CPR and anesthesia, the patient recovered. Following the implant procedure, the patient woke up with a stable blood pressure and was transferred to the intensive care unit (ICU). On the same day as the implant procedure, the patient developed one-sided paralysis. A computed tomography (CT) scan was performed that revealed severe carotid disease and a stroke. Subsequently, the patient underwent neurology protocol. It was reported that 7 days following the implant of the valve, the patient died due to stroke complications. Additional information was received indicating that the guidewire was a non-medtronic product (lunderquist). The regurgitation was again described as wide open, "enough to make this patient decompensate quickly." It is unknown whether the stroke was ischemic or hemorrhagic. The physician doesn't believe the stroke was related to the valve, but no way to truly tell. Likewise, the physician was not sure if the stroke was related to the delivery catheter system. According to the physician, the stroke could have been related to multiple factors, such as the bav, CPR, and the patient's calcified anatomy and carotid disease. The physician also stated that it was possible that the patient's underlying medical history caused or contributed to the death.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} product ID {non-medtronic pre-implant bav}; product lot/serial number {unknown}; product type: {balloon aortic valvuloplasty}; implant date {n/a}; explant date {n/a} product ID {guidewire};product lot/serial number {unknown}; product type: {guidewire}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, the guidewire was difficult to cross through the aortic valve and a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic balloon due to calcification and standard for implanting physician. Following the pre-implant bav, the patient coded due to "wide open" aortic regurgitation; therefore, the transcatheter valve was implanted at a depth of approximately 6 mm on the left coronary cusp (lcc) and 6 mm on the non-coronary cusp (ncc). Following the implant of the valve, the patient had a mean gradient of 4-5 millimeters of mercury (mm hg) and cardiopulmonary resuscitation (CPR) was performed to get the patient's blood pressure up. Following CPR and anesthesia, the patient recovered. Following the implant procedure, the patient woke up with a stable blood pressure and was transferred to the intensive care unit (ICU). On the same day as the implant procedure, the patient developed one-sided paralysis. A computed tomography (CT) scan was performed that revealed severe carotid disease and a stroke. Subsequently, the patient underwent neurology protocol. It was reported that 7 days following the implant of the valve, the patient died due to stroke complications.